Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of the cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The reported cause of the patient¿s peritonitis is a breach in aseptic technique as the patient did not mask or follow proper hand washing techniques. The liberty select cycler user¿s guide warns the user that they must use aseptic technique (mask and hand washing) as directed by the pd nurse in order to prevent infection. Most commonly, peritonitis results from gram-positive organisms, often due to a breech in aseptic technique and entry of skin microorganisms into the peritoneal cavity via the pd catheter exit site. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported that the patient was admitted to the hospital a few days ago due to peritonitis. The patient is currently at home with medication. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen at the pd clinic on (B)(6) 2025 due to nausea and vomiting. The patient brought a pd effluent bag to the clinic. The bag appeared clear. A culture was drawn, however; based on the patient¿s symptoms she was sent to the emergency room (ER) for evaluation. The patient was admitted to the hospital with a diagnosis of peritonitis. The culture results are not available as the patient¿s records have not been sent to the pd clinic from the hospital. The patient was prescribed oral doxycycline (dose, frequency, and duration not provided). The patient was discharged on (B)(6) 2025. The patient was seen at the clinic on (B)(6) 2025 for repeat cultures. The pdrn stated the cause of the peritonitis event was improper aseptic technique and not using a mask. The patient reported visiting family and performing treatment in the room with family without using a mask or proper hand-washing technique. Additional information was not available.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contact reported that the patient was admitted to the hospital a few days ago due to peritonitis. The patient is currently at home with medication. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen at the pd clinic on (B)(6) 2025 due to nausea and vomiting. The patient brought a pd effluent bag to the clinic. The bag appeared clear. A culture was drawn, however; based on the patient¿s symptoms she was sent to the emergency room (ER) for evaluation. The patient was admitted to the hospital with a diagnosis of peritonitis. The culture results are not available as the patient¿s records have not been sent to the pd clinic from the hospital. The patient was prescribed oral doxycycline (dose, frequency, and duration not provided). The patient was discharged on (B)(6) 2025. The patient was seen at the clinic on (B)(6) 2025 for repeat cultures. The pdrn stated the cause of the peritonitis event was improper aseptic technique and not using a mask. The patient reported visiting family and performing treatment in the room with family without using a mask or proper hand-washing technique. Additional information was not available.